Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs (device history review) showed the libre sensor and sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report will be submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 59 mg/dl, 56 mg/dl compared to readings of 161 mg/dl, 184 mg/dl respectively obtained on a adc meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 3 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased and it was observed that the sensor tail was severed during de-casing process. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly)and antenna was observed to be damaged in de-casing process. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. After smu test the sensor refused to reprogram successfully and and then opt (one time programmable memory) error messages with event log was observed. An extended investigation was performed. Visual inspection was performed on the returned de-cased puck and damage was observed to the support leg of the antenna. This damage was not affecting data to be extracted from the sensor as the support leg has no connection to the pcba and no damage to the track. The returned battery voltage was measured to be within specification. Extracted the patch data and observed the patch to be in state 8 (error termination) which indicates that the sensor had terminated due to an error recognized by the sensor. The sensor was de-cased again and functionality test could not be completed on the returned sensor due to event log full message. The returned sensor was attempted to re-programmed and event log full message followed by nfc (near field communication) was observed. Unable to activate the sensor due to command error, event log full message, preventing the sensor from being re-programmed. A full event log prevents from performing functionality testing on the returned sensor. Unable to continue investigation as sensor is no longer in a condition to perform functionality testing. Therefore, issue is unable to test. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 59 mg/dl and 56 mg/dl compared to readings of 161 mg/dl and 184 mg/dl respectively obtained on a adc meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 3 days. There was no report of death, serious injury, or mistreatment associated with this event.